Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a patient experienced the events for a side unknown of ¿capsular contracture¿ baker grade unknown, ¿lump¿, and ¿biopsy found cancer¿. The device was explanted.